Event description:
It was reported, during maintenance, the subject device's internal lens was broken . There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the internal lens being broken was traced to component failure of lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.